Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive, with a fully charged device showing a solid green charge indicator yet failing to respond to touch or restart, and the device could not connect to the mobile app due to an ¿incorrect code¿ message despite entry of the listed six-digit code. Symptoms included no alerts or alarms from the device. Outcomes included discontinuation of pump therapy and continuation of multiple daily injections, with continued cgm use on the dexcom app or receiver. Investigation included user counseling on device shutdown via the settings menu and guidance to sync data to the mobile app prior to return, along with arrangements for device replacement and return logistics. Investigation of this case revealed a suspected device malfunction related to an unresponsive display or user interface and potential connectivity failure, consistent with a hardware screen/console issue. The complaint was successfully duplicated and determined to be caused by an improperly secured battery connector coming loose.